Event description:
The first follow up in 2021 - 2022 was with normal report. In recent follow up the pacemaker was unable to interrogate. The device was explanted and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The device was not interrogatable, confirming the clinical observation. Thus, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. During the further course of the analysis, the pacemaker was subjected to a reset procedure. Subsequently, a device interrogation was properly feasible, and the pacemaker operated in the safety backup mode. Investigation of the devices memory revealed an invalid memory content in a specific memory area. However, in case of invalid memory content in that specific area the device is not interrogable. Based on the data the invalid memory content most likely occurred on january 23, 2023. The root cause for the invalid memory content was not determinable. In the following, the pacemaker was re-initialized and re-tested. No anomalies were noted. In addition, a stress test under different temperature environments was performed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.